Event description:
Generator product analysis was completed and approved. The generator was not found to have any anomalies present. It was found that due to the combination of high impedance and output current settings, a "vboost" compliance voltage was required. It was concluded that no anomalies existed in the generator. No additional information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The patient's lead was not replaced. During the surgery, the lead pin was adjusted three times and the generator socket was irrigated. The high lead impedance was unable to be resolved. The physician wanted to leave the device on as he believed some therapy was still being delivered. No surgical intervention for the high impedance has occurred to date. No additional information has been received to date.

Manufacturer narrative:
Corrected MFR #, supplemental #1 report: inadvertently referenced MFR # 1644487-2019-02222 instead of the correct MFR # 1644487-2019-02223 on (B)(6)2020. At this time, the report was successfully submitted and passed ack 3, but had referenced the incorrect MFR reference number. This report is to correct this previous mistake and document the previously submitted information under the correct MFR # for this information 1644487-2019-02223.

Event description:
A patient's mother reported that her daughter had been referred for replacement due to low battery. The mother believed that this device should have lasted longer. The patient's mother also recalled her daughter's physician saying that the patient had interrogated with high impedance. No report of surgical intervention has occurred date. No additional information has been received to date. Manufacturer report #1644487-2019-02222 will report the premature battery depletion allegation on the generator product.